Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that a plastic part of the spring arm covering fell off and into the sterile operating area. The customer also complained that the paint on the affected lamp system was peeling off; however, no falling of paint particles was reported. No health consequences for the patient or other persons were reported.

Manufacturer narrative:
The investigation was based on the information provided, including photos. In addition, the statements of the manufacturers of the affected system components were considered during the investigation. The affected system components themselves (spring arm and light cardanics) were not available for investigation purposes. Based on the investigation, two independent failure patterns could be confirmed: 1. Detachment of a plastic part of the spring arm cover (failure pattern 1). No detailed information was provided as to what kind of plastic part it was (size, dimensions, etc.). 2. Paint flaking on the light cardanics (failure pattern 2). Improper handling of the affected system components was concluded as the root cause for both failure patterns. Fault pattern 1: the spring arm cover shows pressure marks and scratch marks, which were probably caused by opening it with some sort of object and led to the plastic part breaking off. The spring arm should be opened and closed properly by drägerservice.; the instructions for use of the polaris 600 contain a corresponding warning. The failure pattern of a plastic part that has broken off and fallen down due to the previous improper opening of the spring arm cover, is not known to date. It must therefore be assumed that this is an isolated case. Failure pattern 2: the photos provided for the investigation show paint flaking in several places on the underside of the upper cardanic arch. The distinct occurrence of localized and linearly arranged paint flaking primarily indicates improper handling. Collisions with neighboring components, possibly in conjunction with the use of an unsuitable disinfectant, cannot be ruled out and are considered to be the cause in the present case. The affected light cardanics were not available; therefore, a more detailed root cause analysis was not possible. The investigation concludes that neither of the two failure patterns is a design failure or a production/quality failure. As a result of the investigation, it is recommended that the affected system components (spring arm and light cardanics) be replaced on site. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : on-going.

Event description:
It was reported that a plastic part of the spring arm covering fell off and into the sterile operating area. The customer also complained that the paint on the affected lamp system was peeling off; however, no falling of paint particles was reported. No health consequences for the patient or other persons were reported.